Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported piece does not aspire and continues to sound occlusion during a procedure. It was not possible to define that the incision remains white with appearance of a burn. The physician stated the damage is not immediate but will be seen in the future, generating refractive error in the patient. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned for root cause evaluation and therefore the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis and evidence to support a conclusion, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. A low resolution image was provided, however, we could not ascertain whether the event was related to alcon product. There is no evidence that the design or manufacturing of the product contributed to the reported event. The root cause of the customer's complaint could not be conclusively determined with the available information. This complaint has been reviewed and it is determined that no further actions will be pursued at this time as the root cause is not known. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative indicated when the equipment worked the foreign material was vacuumed/removed from the eye. It was clarified that as per the physician it was a burn in the incision and in response, immediately a 10/0 nylon stitching was passed through the incision site.